Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 16, 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed. No further investigation was possible. B4. Date of this report updated to (B)(6) 2023. G3. Date received by manufacturer updated to (B)(6) 2023.